Event description:
It was reported that the insulin pump had a protruding drive support cap and alarmed an error. The blood glucose reading was 250 mg/dl. No significant events leading to the alarm were noted. The customer was advised that during seating, the force sensor did not detect the reservoir. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to protruded/loose drive support disk. The pump also had a cracked case at the display window corners, a cracked reservoir tube, a cracked reservoir tube lip, minor scratches on the display window, and a missing end cap sticker.